Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2023, it was reported that the infusion set's tubing came apart close to the site location during normal activity. The site location was patient's abdomen, and the pump was located on the right side. The infusion had been used for 2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as it made a contact with the jean's zip and the pump was not dropped with the set connected to patient's body. No further information was available.